Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in - leakage. An IV request was received from the vascular team, and after performing the procedure, fluid leakage was observed at the dx attachment site during fluid administration. Upon inspection, the leakage was found to be coming from the catheter, so it was removed and a new IV was inserted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.